Event description:
It was reported that balloon burst occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the lower arm. A 10.0 x 40, 75 cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 14 atmospheres, the device did not hold pressure and ruptured immediately. The device was removed successfully from the patient, and the procedure was completed with an alternative device. There were no patient complications as a result of this event, and the patient was expected to fully recover.